Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the connecting tube had foreign objects indicating insufficient cleaning; however; the customer returned the device without reprocessing due to the leakage which caused the foreign material to remain in the channel. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The subject device (evis exera ii colonovideoscoe) is an olympus loaner asset that was returned for a leakage in the working channel. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the connecting tube had foreign objects due to insufficient reprocessing.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on the channel tube, water tightness was lost. In addition to evaluation in b5, the air/water cylinder had discoloration. The suction cylinder had discoloration. Forceps channel port had a dent. The switch box had a dent. Due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity could not be obtained. Due to a chip on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. The plastic distal end cover had a burn. Objective lens had a crack. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.